Event description:
Philips received a complaint on the mrx device indicating that the self-test failed. The rse evaluated the device remotely and offered to the customer the repair quote. The customer did not indicate accepting the service quote therefore this will be documented as a malfunction the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed. The customer did not indicate accepting the repair quote. It has been concluded that no further action is required at this time.